Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. On (B)(6) 2024 the patient was noted to have surgical wound dehiscence. A complete system explant was performed on (B)(6) 2024 due in part to the failure to heal and in part due to patient's ongoing struggles with unrelated medical conditions.

Manufacturer narrative:
There are no indications of system or component failure or malfunction and no information to suggest that the nalu device was the cause of the failure to heal or any other symptoms experienced by the patient. Lab testing was performed to confirm there was no infection present at the implant site or incision site. Most likely, the patient's pre-existing medical conditions are the cause of the symptoms reported and ultimately led to the nalu system being explanted.